Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient experienced that there was blockage in infusion set at the site on (B)(6) 2024. The patient changed supplies as necessary and resumed insulin therapy. No further information was available.

Event description:
To date no additional patient or event details have been received.

Manufacturer narrative:
The initial MDR with manufacturing report number (3003442380-2024-35828), was submitted on 03-jan-2025. Upon completion of the investigation, the manufacturing date was updated as 08-dec-2023. Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary. Per revision 21 of procedure (B)(4), a child investigation is not required to document the DHR review for a type 2 reportable complaint. However, the child was created to allow the parent record to advance to review and summary. Since it was created, the DHR review was documented within the child. Complaint investigation results: a complaint investigation has been initiated under complaint investigation child record (B)(4). The batch 6004633, in question was manufactured at the reynosa site. Device history record (DHR) review: the lot 6004633 was manufactured according to the work instruction (wi) version 15 and packaging in the machine multivac 10 on 08-dec-2023, with a total of (B)(4) units. Welding: the sub-assembly, welding of the lot 3l04893 was manufactured according to the wi version 33 and manufactured in the machine ls24-ls25, on 06-dec-2023, with a total of (B)(4) units. The sub-assembly, welding of the lot 3l04897 was manufactured according to the wi version 33 and manufactured in the machine ls07-ls06, on 05-dec-2023, with a total of (B)(4) units. The sub-assembly, welding of the lot 3l04895 was manufactured according to the wi version 33 and manufactured in the machine ls24-ls25, on 08-dec-2023, with a total of (B)(4) units. Gluing connector: the sub-assembly, gluing connector of the lot 3l04884 was manufactured according to the wi version 36 and manufactured in the machine gluing 3, on 05-dec-2023, with a total of (B)(4) units. The sub-assembly, gluing connector of the lot 3l04886 was manufactured according to the wi version 36 and manufactured in the machine gluing 3, on 07-dec-2023, with a total of (B)(4) units. The sub-assembly, gluing connector of the lot 3l04883 was manufactured according to the wi version 36 and manufactured in the machine gluing 3, on 04-dec-2023, with a total of (B)(4) units. The sub-assembly, gluing connector of the lot 3l04887 was manufactured according to the wi version 36 and manufactured in the machine gluing 3, on 07-dec-2023, with a total of (B)(4) units. The sub-assembly, gluing connector of the lot 3l04888 was manufactured according to the wi version 36 and manufactured in the machine gluing 3, on 09-dec-2023, with a total of (B)(4) units. The sub-assembly, gluing connector of the lot 3m01200 was manufactured according to the wi version 36 and manufactured in the machine gluing 3, on 10-dec-2023, with a total of (B)(4) units. The review of the DHR revealed that during on-line, one sample failed the visual inspection. Consequently, an extended for a bent needle was raised. However, according to the sampling results, the lot was accepted. Conclusion summary of complaint investigation: as a result of the following: as a result of the following: no non-conformance (nc) was raised during production in relation to the complaint malfunction code. However, this complaint requires a further corrective and preventive action (CAPA) determination assessment due to findings in the DHR review associated with the complaint code.